Event description:
It was reported that the lead was explanted due to rising threshold.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 10.5 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed cuts into the insulation 21 and 24 cm distal to the df4 connector pin, a bent conductor coil 43 and 47.5 cm distal to the df4 connector pin and a stretched rv shock coil. These damages probably occurred during the explantation procedure. Apart from the mentioned damages, no further irregularities were found that might have been related to the reported high threshold values. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.